Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and initially verified the reported issue. After further testing, however, physio could no longer duplicate the white display and failure to boot. As a precaution, physio then replaced the user interface (ui) to stack flex cable assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it would not complete the initial boot-up cycle. Physio observed that the device had a white display, which is indicative of a device lock-up condition that could delay or prevent defibrillation, if it were necessary.